Event description:
Information was received regarding a cadd cassette reservoir. It was reported that a leak of chemotherapy treatment was observed with the cassette's tubing (leur-lock). There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Other, other text: 10/27/2021. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Nine units were received for evaluation. Units returned was received inside of a plastic bag. The samples were visually inspected under normal conditions of illumination. The samples did not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. During functional testing, the samples were filled with 100 ml of colored water using a syringe as per procedure to detect any leakage. No leakage was detected in the samples tested. Based on visual inspection and functional testing, the reported nonconformance is not confirmed. No root cause could be determined due complaint was not confirmed and no actions were taken., corrected data: d1 and d2 (common device name).